Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient developed renal dysfunction. Dialysis treatment was not performed. The maximum value of creatinine was 3.53 mg/dl. On (B)(6) 2021, the patient developed major bleeding. The patient has a tendency of anemia. Less than 4 units (1 units is 140ml) of red blood cell concentrate per 24 hours were transfused. Prothrombin time (inr) was 3.9 iu. Activated partial thromboplastin time was 63 seconds. Platelet count was 15.6×104/l. The patient was taking aspirin at the time of the event. On (B)(6) 2021, the patient developed respiratory failure and was intubated for 2 days. A tracheostomy was performed. On (B)(6) 2021, the patient developed neurological dysfunction. The patient experienced intracranial bleeding in the right brain hemisphere diagnosed via computed tomography (CT). The patient had a brain stoke and experienced vomiting. The patient was on aspirin at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) including sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jun2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including renal and respiratory failure), bleeding, and stroke as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.